Event description:
Customer reported a silicone segment ballooned during a d5 0.45ns infusion. The infusion was programmed at 70ml/hour and approx 5-7 minutes later, the pump module alarmed for occlusion. The door was opened and the silicone segment was noted to be ballooned. There were no IV slushes or medication administered into smartsite during this event. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.